Manufacturer narrative:
Device evaluated by MFR.: the device was returned for anlaysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. A visual and tactile examination found that the shaft was compressed/flattened at various locations along its length. An examination of the balloon found no tears. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted to be escaping from a pinhole leak in the balloon material approximately 4mm distal to the distal edge of the proximal markerband. It is noted that the complaint states that the balloon was intentionally punctured with a 26g anesthesia needle in order to deflate the balloon. A visual and microscopic examination found no damage or any issues with the tip or markerbands of the device which could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon deflation failure occurred. Antegrade approach used to gain access from the anastomotic area. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified vessel in the left elbow. After a guidewire crossed the lesion, a 7.0x40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third dilation at 8 atmospheres, the balloon failed to deflate. Subsequently, the balloon was pierced from the body surface with a 26g anesthesia needle. The balloon was deflated and successfully removed from the sheath. The procedure was successfully completed with a 6-4 mustang balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon deflation failure occurred. Antegrade approach used to gain access from the anastomotic area. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified vessel in the left elbow. After a guidewire crossed the lesion, a 7.0x40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third dilation at 8 atmospheres, the balloon failed to deflate. Subsequently, the balloon was pierced from the body surface with a 26g anesthesia needle. The balloon was deflated and successfully removed from the sheath. The procedure was successfully completed with a 6-4 mustang balloon catheter. No patient complications were reported.